Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one e ndeavor sprint rx drug-eluting stent implanted to the left main. Approximately 7 months post index procedure patient death occurred. Cause of death edema of the lung, coronary insuffiency and congestive heart failure. The investigator indicated that the reported e vent was unrelated to the study device. Ref MFR# 9612164-2011-01594, 9612164-2011-01595.

Manufacturer narrative:
Clopidogrel and asa. (B)(4): evaluation results - inherent risk of procedure (death).